Event description:
While attempting to access patient's port to draw labs, staff member drew back and got mostly air bubbles and a small amount of blood. She tried aspirating blood with the clave removed and pulled back air. Possible defective huber needle set. Patient was accessed (new huber needle) a second time and the huber needle set functioned properly. Unsure if it was the needle itself or the way it was accessed but plan to track for patterns. The needle itself was not kept as when the nurse de-accessed out of habit placed it in the sharps container. The package was saved.